Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. Tracking and trending reports were reviewed for prism hcv reagent lot 39388li00 and no adverse or non-statistical trends were noted. Ticket searches determined that there is an elevated complaint activity for this reagent lot, however, four of the five complaints are from the same customer. There were no non-conformances or deviations associated with this reagent lot. Analytical sensitivity testing for this reagent lot was performed in september 2014 (this lot expired on 15 december 2014, so no current testing could be performed). Testing at that time met all specifications with all results in expected ranges and no false non- reactive results generated. Clinical specificity was also tested at that time with two commercially available seroconversion panels. All specifications were met. The abbott prism hcv assay package insert contains information to address the current customer issue. The service history for the abbott prism analyzer, serial number (B)(4) used at the customer site, was reviewed and did not contain any service-related issues that could have contributed to the complaint issue. Additionally, a review of twelve months of complaints for the abbott prism instrument did not identify increased complaint activity. No additional complaints were identified for the abbott prism instrument for this complaint issue. Finally, a review of the abbott prism operations manual determined adequate instruction is provided with respect to this event. Based on this investigation, the abbott prism instrument is performing acceptably. Based on the information within the complaint record, a malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. The affected samples were nonreactive with prism hcv and nat testing, but roche hcv was reactive and also an immunoblot was indeterminate/positive for the samples. However, no systemic issue or product deficiency was identified. Patient identifier: (B)(6).

Event description:
Abbott received notification that the national blood bank of (B)(6) notified their competent authority of an issue regarding alleged false negative prism hcv results for donor units. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided. On (B)(6) 2017 abbott laboratories (B)(6) received a user report with archived sample testing results as well as confirmatory testing results of the initial donor ID (B)(6). The following was provided: archive sample ID (B)(6). Testing date on prism hcv/nat: (B)(6) 2014. Testing results on prm/nat: negative. Prism hcv reagent lot: 39388li00. Retest date on cobas:(B)(6) 2017= reactive (coi 26.57). Confirmatory results: immunoblot questionable ns3 1+; ns4 +/- blood products donated: red blood cells, fresh frozen plasma, platelets return sample available not specified. The data presented is associated with the testing of archived samples post deinstallation of the abbott prism analyzer. Samples that originally tested negative by the abbott prism anti- hcv assay were stored. The samples have subsequently been pulled and tested by (B)(6) using the roche methodology and by lic using various alternate hcv methods, including architect. This testing is being performed as part of a study by (B)(6) due to performance differences they are experiencing between the roche (current method) and abbott prism (past method) for hcv. None of the results, whether by (B)(6) roche testing or lic architect testing, are being used for donor management. It was noted that some inconsistencies exist in the information provided by the former customer in regards to the initial donor identification initially provided and the initial donor identification in subsequent reports. This does not affect the overall reporting for this issue.